Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter mitral valve-in-valve (tmviv) in a single tertiary care centre in india were reported in a research article "clinical outcomes following transcatheter mitral valve-in-valve replacement using a meril myval transcatheter heart valve" in a subject population with multiple co-morbidities including diabetes mellitus, systemic hypertension, dyslipidemia, prior coronary artery bypass grafting, chronic obstructive pulmonary disease, severe pulmonary arterial hypertension. Some of the complications reported were mitral regurgitation, mitral valve stenosis, surgical intervention, hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.na

Event description:
The article, "clinical outcomes following transcatheter mitral valve-in-valve replacement using a meril myval transcatheter heart valve", was reviewed. The article presented a retrospective, single center study to report in-hospital, 30-day, and 1-year outcomes of myval patients who underwent transcatheter mitral valve-in-valve (tmviv) in a single tertiary care centre in india. Devices included in the study were epic, biocor, carpentier edwards perimount, hancock, and magna. The article concluded that tmviv replacement with a meril myval can be safely performed with high technical success, and low 30-day and 1-year mortality. [The primary and corresponding author was mullasari ajit sankardas, the madras medical mission, chennai, india, with corresponding email: sulu_ajit57@yahoo.co.in] the time frame of the study was from august 2019 to december 2022. A total of 20 patients were included in the study, of which 5 (25%) received an abbott device. The average age was 64.4 years and the average gender was female. Comorbidities included diabetes mellitus, systemic hypertension, dyslipidemia, prior coronary artery bypass grafting, chronic obstructive pulmonary disease, severe pulmonary arterial hypertension.